Manufacturer narrative:
Device passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. No excessive no delivery alarms noted. Device functioned properly. Device received with scratched lcd window, broken reservoir tube lip, and cracked belt clip slot.

Event description:
Customer reported via phone call that the device had been alarming no delivery alarms for 3 weeks. Customer's blood glucose was 413 mg/dl. Issue was once resolved with se change. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.